Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. Product ID: 8578, serial (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type catheter. (B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 07-aug-2017 and it was reported that there were issues with the pump and the whole system was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are:product ID 8709sc serial# (B)(4) implanted: (B)(6) 2010. Product type catheter product ID 8578 lot# serial# (B)(4) implanted: (B)(6) 2015: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (16 mg/ml at 1.919 mg/day) and dilaudid (8 mg/ml at .95 mg/day) via an implanted pump. The indication for pump use was non-malignant pain, post lumbar laminectomy syndrome, and lumbar radiculopathy. It was reported that the patient had been reporting that he wasn¿t getting the drug; he was having underdosing; and was certain that the catheter wasn¿t working. He was having lack of therapy. The physician did a dye study and everything was normal. The patient found a different neurosurgeon who agreed to do a catheter revision. The patient had a catheter revision wednesday. The physician aspirated 3 ml easily through the cap (catheter access port) and the catheter was hanging during the procedure and freely releasing csf (cerebrospinal fluid). No problems were found with the catheter so the catheter was not revised. The physician did a debridement of the pocket because the patient had a lot of scar tissue. Additional information received on 25-may-2017 reported that the patient first started experiencing the lack of therapy (B)(6) 2107. The cause of the lack of effect was not determined. The physician stated that the catheter was indeed patent and freely flowing csf. There were no signs of granuloma or catheter occlusions during the dye study. No further complications were reported/anticipated.

Manufacturer narrative:
The other relevant components include: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017 <(>&<)> product type: catheter. Product ID: 8578, serial (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. Evaluation of implantable pump serial (B)(4) did not reveal any anomalies. The returned pump passed all functional testing in the lab. Evaluation of implantable catheter. Product ID: 8578, serial (B)(4) revealed a tear in the seal material near the guide ring which did not affect the performance of the device during functional testing in the lab. Evaluation of implantable catheter. Product ID: 8709sc, serial (B)(4) revealed a user related hole in the body of the catheter. Leaking was observed from the site of the hole during pressure leak testing in the lab. If information is provided in the future, a supplemental report will be issued.